Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported balloon rupture was confirmed. The reported slow inflation was the result of the pinhole. The reported difficulty to advance was unable to confirm due to device tested outside of the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Exemption number: e2019001.

Event description:
It was reported that the procedure was to treat a de novo lesion with 50% stenosis located in a moderately tortuous, moderately calcified right common illiac artery. A 14x60mm armada 35 balloon dilatation catheter was advanced with resistance met with the anatomy but ultimately reached the lesion and was inflated. Before the balloon reached 4 atmospheres (atm), at about 3 atm, the balloon ruptured. Inflation had been noted as slow. Another same size armada 35 was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.